Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by arthroscopy, sports medicine, and rehabilitation titled "usefulness of suture-tape augmentation based on intraoperative ankle stress radiographs during anatomical ligament repair for chronic lateral ankle instability." The study reviewed twenty-four (24) patients who underwent foot and ankle procedures using arthrex corkscrew to treat ankle instability. One (1) patient had focal wound dehiscence during the sixty (60) month follow-up period. Ref: cho, b. K., et al. (2025). "Usefulness of suture-tape augmentation based on intraoperative ankle stress radiographs during anatomical ligament repair for chronic lateral ankle instability." Foot ankle int 46(1): 54-63.